Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix was able to extend/retract by applying torque directly at the connector pin. The full helix extension length was within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implantation. The right ventricular (rv) lead was tested outside the patient's body prior to use and confirmed there was no anomaly. The procedure took longer that initially expected due to bleeding but was successful. On the weekend, the patient's condition was reportedly not good. Upon investigation, pacing failure was suspected on the monitor at the ward. A chest x-ray was taken, and the rv lead was found dislodged. The patient presented in clinic for a lead repositioning procedure on (B)(6) 2020. The physician attempted to reuse the lead, but the helix was difficult to be retracted. The physician was able to pull out the lead, but there was a blood clot within the helix. The physician couldn't remove it even after washing. Therefore, the physician inserted a new lead and finished the procedure. The physician also noted the lead seemed fragile and unusable, and the helix seemed to be stretched off. The patient was stable.